Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads were cut during a back surgery procedure. The patient underwent a spinal cord stimulator lead addition procedure and patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7103649, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads were cut during a back surgery procedure. The patient underwent a spinal cord stimulator lead addition procedure and patient was doing well post operatively.